Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support decided to replace the pump, ensuring the customer uses mdi as a backup therapy in the meantime. The customer was informed about receiving a pump with updated software and was advised on how to set the current pump into storage mode before returning it to tandem. Instructions were provided for returning the pump via ups within ten days to avoid billing. The caller acknowledged and understood all guidance, including the need to program settings and connect the cgm to the new pump.